Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-20-34, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 34mm, 320-15-02, (B)(4)- rs glenoid plate sup aug, 10 deg, 320-15-05, (B)(4)- eq rev locking screw, 320-20-42, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 42mm, 315-35-00, (B)(4)- glnd kwire, 315-35-00, (B)(4)- glnd kwire, 320-20-34, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 34mm, 320-20-34, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 34mm, 300-01-13, (B)(4)- equinoxe, humeral stem primary, press fi 13mm, 320-20-00, (B)(4)- eq reverse torque defining screw kit, 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0, 320-01-38, (B)(4)- equinoxe reverse 38mm glenosphere. No information provided: weight, ethnicity.

Event description:
As reported, approximately 2.5 yrs postop the initial implant, due to an infection, all devices were removed from the left shoulder of this (B)(6) y/o female patient. Patient was last known to be in stable condition following the event. Devices were disposed by the facility.